Event description:
Procedure: sleeve gastrectomy. According to the reporter: after firing cartridge, surgeon noticed something fell off the staple cartridge when removing. It appears to be plastic shaving from cartridge itself (being returned for analysis). Staples all formed appropriately; no serosal tearing or disruption of staple line but it appears part of the plastic cartridge sheared off and fell into the pt and was retrieved.

Manufacturer narrative:
(B)(4)